Event description:
Reporter calling to report health problems ever since having her silicone breast implants implanted. She states "from the beginning" she has experienced ongoing breast pain. She has also experienced capsular contracture, hair loss, brain fog, joint pain, and "was informed I have symptoms of bii" (breast implant illness). Reporter also states "I recently learned my implants were recalled," that breast implants can cause health problems, and she feels like "my whole body is changing." In approximately (B)(6) 2021, she noticed a lump in her left breast that resembled a "blackhead". On (B)(6) 2021 she had surgery to have this removed and was informed that it looked like a "cyst" and was not biopsied. Her left breast remained swollen, warm, and infected to the point that the wound could not be closed for "two months" and required home health care for wound management. She states she has contacted the manufacturer regarding the health problems she has experienced.